Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07538. It was reported the patient's left thoracic lead had invalid impedances. As a result, the left lead was explanted and replaced. The issue was resolved by surgical intervention. Both thoracic leads are being reported because it is unknown which is the left lead.